Manufacturer narrative:
Per the clinic, the patient experienced loss of electrode function and the electrode was partially exposed in the radical cavity. The electrode was also accidentally moved and dislocated from the cochlea by an ent practitioner while cleaning the patient's ear canal. Subsequently, the patient no longer received benefit from the device due to migration of electrode.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to migration of electrodes. The patient was re-implanted with a new cochlear device during the same surgery.